Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 1.9, lab: 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 1.9, ref: 2.7, mean: 2.30, confidence limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inratio result provided by the customer is registered on memory and is within the confidence limits. Strip investigation was performed on strip lot #214539. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for lot #214539 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. Customer results analyzed and accuracy confidence limits were met. Product deficiency not established. In-house investigation; accuracy test performed with returned meter, returned strips, and accuracy met criteria. Meter functions tested criteria passed. Product deficiency not established. No further action required. As of (B)(4) 2009, 8 discrepant result complaints were reported for lot #214539 yielding a complaint rate of 0.03%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (<0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further actions is warranted. No corrective action required at this time.